Manufacturer narrative:
Conclusion: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler, the stay safe/luer lock catheter or the liberty cycler set. However it is suspected that a breach of aseptic technique, due to post catheter set change in pd clinic secondary to patient stating ¿mold in his home environment¿, was the potential causal event for peritonitis. Reference all dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure (erf) and because dialysis techniques increase the potential of microbial contamination. Peritoneal dialysis (pd), and in particular continuous ambulatory pd (capd), is associated with a high risk of infection of the peritoneum, subcutaneous tunnel and catheter exit site[1]. Exit site infection (esi) and tunnel infection (ti) per se pose little risks but the possibility of developing pd peritonitis demands careful attendance to these problems. It is estimated that 12% of cases of esi and ti result in pd peritonitis[2]. As many as 15%-50% of erf patients are on pd, but recurrent or prolonged peritonitis may causes technique failure in pd. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 07/06/2017, it was initially reported by the peritoneal dialysis (pd) nurse that the pd patient presented to the pd clinic with symptoms or experiencing abdominal pain, cloudy pd effluent and subsequently a diagnosis with peritonitis post transfer set exchange on 06/07/2017. The pd patient was reported to have presented to the hospital on 06/17/2017 experiencing abdominal pain and subsequently diagnosed with yeast/fungal peritonitis. The pd fluid culture results were positive for yeast and the patient was prescribed/treated with antifungal therapy (type, route, strength, dose, and duration unknown). Per the pdrn, the patient stated there were molds (unknown type and location) present in his home (unknown duration of time) and the patient believes a breach in aseptic technique resulted in the fungal peritonitis. The pd catheter (not a fresenius product) was removed (unknown date) and the patient was discharged (unknown date) and transitioned to in-center hemodialysis (hd) therapy. Additionally, a repeat cell count of pd fluid was not performed as the patient was recovering and currently on antifungal therapy. The patient recovered and was completing hd treatments without reported issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 07/06/2017, it was initially reported by the peritoneal dialysis (pd) nurse that the pd patient presented to the pd clinic with symptoms or experiencing abdominal pain, cloudy pd effluent and subsequently a diagnosis with peritonitis post transfer set exchange on (B)(6) 2017. The pd patient was reported to have presented to the hospital on (B)(6) 2017 experiencing abdominal pain and subsequently diagnosed with yeast/fungal peritonitis. The pd fluid culture results were positive for yeast and the patient was prescribed/treated with antifungal therapy (type, route, strength, dose, and duration unknown). Per the pdrn, the patient stated there were molds (unknown type and location) present in his home (unknown duration of time) and the patient believes a breach in aseptic technique resulted in the fungal peritonitis. The pd catheter (not a fresenius product) was removed (unknown date) and the patient was discharged (unknown date) and transitioned to in-center hemodialysis (hd) therapy. Additionally, a repeat cell count of pd fluid was not performed as the patient was recovering and currently on antifungal therapy. The patient recovered and was completing hd treatments without reported issues.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) reported the patient presented to the hospital with abdominal pain on (B)(6)2017 and was diagnosed with peritonitis. The patient's fluid culture tested positive for yeast. Per rn, the patient stated that he had mold in his house and believes breach in aseptic technique resulting in fungal peritonitis. Patient was prescribed antifungals. Pd catheter was removed and the patient was discharged on an unspecified date and moved to in center hemodialysis. White blood cell count was 1311x100/ul and fluid culture results revealed few yeast, and polymorphonuclear leukocytes were - 61 %. A repeat cell count was not performed, and the patient recovered from the infection was performing hemodialysis without issues. The patient's extension set was changed on (B)(6)2017. Per pdrn, the alleged event was not related to the exchange set change. No discharge summary available.